Manufacturer narrative:
The initial MDR was sent in under the incorrect manufacturing site and, therefore, the manufacturing report number 2112667-2016-00285 was incorrect. The correct manufacturing report number for this event is 9710602-2016-00072 and was sent on 10/21/16.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'check flow sensor' during pre-use checkout. It was then noted the flow sensor diaphragm was stuck to the top of the flow sensor housing. There was no report patient involvement.